Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were corrected: e2, e3, h4. Based on the results of the investigation, it was determined that phenomenon (1) ¿power button sticks¿ was caused by power button failure due to the version was before design change. It was confirmed that phenomenon (2) ¿worn sockets and poor connections¿ was due to wear of scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The instruction manual of clv-s190 (book no.: gt6076 identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 attention to installation and connection]: never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; a) there was a poor connection and the socket was worn out, b) olympus lamp life meter showed that the lamp life expired. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite xenon light source, power button sticks in. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event.